Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and noted that the arrhythmia appeared sinus-driven. Multiple anti-tachycardia pacing (atp) bursts and one shock were delivered. Ts suspected an atrial arrhythmia, as the atrial rate was greater than the ventricular rate, with irregular ventricular rhythm. No additional adverse patient effects were reported. This ICD remains in service.